Event description:
Reporter alleged, the lancet needle that is a part of the softclix system used in finger-stick blood glucose testing would not retract after its use. Reporter stated, the customer accidentally stuck himself, as a result of the needle sticking out, however, no treatment was received. A request was made for the return of the suspect device and replacement product was sent.